Event description:
It has been reported to philips that, system would not power up. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside the clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and unable to confirm the issue. Fse checked the logs online and no problems were discovered, unable to determine the cause. The system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.